Event description:
It was reported that patient underwent an orthopedic salvage knee procedure on an unknown date. Subsequently, a revision has been indicated due to the need for a larger patellar component; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number, and expiration date. Implant date . Initial reporter information. 510k number. Device manufacture date.